Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A bill only was received indicating one screw was "wasted" during a facial fracture procedure. Upon follow up the sales associate reported the surgeon implanted then removed the screw and it was discarded. The reason for the removal is unknown. Additional information was requested but has not been received at this time.